Event description:
It was reported that during a device check, the device was found to be in reset mode upon interrogation. The device was explanted and replaced. Patient was in stable condition.

Manufacturer narrative:
The reported event of backup mode was confirmed in the laboratory and was due to code corruption caused by low battery voltage. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench and no anomalies were found.